Event description:
It was reported that the pt had 3 lesions in left coronary artery (lad). Fractional flow reserve (ffr) was used multiple times before and after stenting of each lesion. Following the successful ffr assessment of the lad, the physician engaged the right coronary (rca) for an ffr interrogation. During the manipulation of the guide catheter in the rca, the vessel was dissected. The pressure guidewire was in the guide catheter at the time. The physician and staff present stated that the guide catheter likely caused the dissection. The pt was immediately treated successfully with coronary artery bypass graft (CABG) of the rca.

Manufacturer narrative:
Internal reference (B)(4). The pressure guidewire was discarded by the customer and was not returned to the manufacturer for eval. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. The physician and staff present stated that the guide catheter likely caused the dissection. The volcano product did not cause or contribute to the pt injury. The pt was immediately treated successfully with coronary artery bypass graft (CABG) of the rca. Since the device was not returned for eval, product investigation could not be performed. Please reference MDR report # 2939520-2013-00004.